Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2018-00151.

Event description:
This report is 2 of 2. A sales representative reported on behalf of the customer that there was an issue with the a2079 mayfield infinity xr2 base unit that was used during an unspecified procedure. Additional information was received on 20jul2018, 25jul2018, and 26jul2018 indicating that the mayfield slipped twice while the patient was engaging in it during a c1-2 posterior fusion on (B)(6) 2018. The 3-point mayfield clamp slipped while the surgeon was holding the patient's head with it. It was not locked in to the rest of the system yet. The patient had several scalp lacerations which were treated with staples and ointment. The customer stated that the a2114 mayfield infinity xr2 skull clamp caused the laceration to the patient's head. There was a 20-minute surgery delay due to product problem and there was no harm to the patient due to the delay. The same device was used to proceed with the procedure. Then, one of the mayfield knobs in the a2079 mayfield infinity xr2 base unit slipped an hour or two into the case. The patient was repositioned and another o-arm spin was done before continuing the surgery. After the surgical case, the customer looked at the system again, and even after the base unit was tightened onto the bed, there was still additional sliding along the bed frame.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The failure mode could not be confirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation.

Event description:
N/a.